Event description:
It was reported that the healthcare provider (hcp) determined that the pump ¿wasn¿t feeding anything through¿. The patient stated ¿it wasn¿t feeding anything through because, it wasn¿t working¿. The hcp determined that the catheter needed to be replaced. The catheter replacement took place approximately 1.5 months prior to the report. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8590-1 lot# n232981, implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type accessory product ID 8596sc lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type catheter product ID 8709sc lot# serial#(B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).